Manufacturer narrative:
(B)(4).

Event description:
It was reported that a shaft break occurred. Vascular access was obtained via the femoral artery. The 90% stenosed, 20mm in length, 2.75mm in diameter, eccentric and de novo target lesion was located in the mildly calcified and mildly tortuous mid to distal left anterior descending (lad) artery. A 2.00mm x 12mm maverick²¿ balloon catheter was advanced to dilate the lesion. During the procedure the balloon did not cross the lesion and as the physician tried to force the balloon inside the shaft broke. The procedure was completed with a different device. No patient complications were reported and the patients' status is stable.

Manufacturer narrative:
Device evaluated by MFR.; the hypotube was completely separated 23cm from the hub. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. There were numerous kinks throughout the hypotube. Microscopic examination presented no irregularities that could have contributed to the damage. No distal weld damage was found. The balloon was loosely folded. No damage or irregularities were noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a shaft break occurred. Vascular access was obtained via the femoral artery. The 90% stenosed, 20mm in length, 2.75mm in diameter, eccentric and de novo target lesion was located in the mildly calcified and mildly tortuous mid to distal left anterior descending (lad) artery. A 2.00mm x 12mm maverick²¿ balloon catheter was advanced to dilate the lesion. During the procedure the balloon did not cross the lesion and as the physician tried to force the balloon inside the shaft broke. The procedure was completed with a different device. No patient complications were reported and the patients' status is stable.